Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the door not fully latched alarms. The device was operating out of spec. The device was reworked to ensure proper door function.